Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they experienced an allergic reaction to the pod's adhesive causing a chemical burn on the skin. The patient stated that they were able to treat the issue by using a prescribed mometasone topical steroid.